Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.

Event description:
Boston scientific crm received information that this device was indicating a half a year of longevity remained, but the magnet rate was 100bpm. It was noted that there were high right ventricular outputs. A boston scientific crm technical services consultant performed a longevity calculation and found the device should have an estimated longevity of 2.8 years.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.